Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to non-specific product performance issue. No adverse patient effects were reported.